Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an unknown implant duration due to unknown reasons. A 23mm transcatheter valve was implanted and the patient was transferred from the operating room in stable condition.

Manufacturer narrative:
Device remains implanted additional manufacturer narrative the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve procedure. Although there have been attempts to receive further information, no additional details were provided. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details have been provided. No information was provided to edwards that indicated there was a device malfunction or quality deficiency that contributed to the patient's death. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information indicating the patient expired after an unknown implant duration, post-operatively. No additional details were provided.